Event description:
The customer reported a vent inop due to power supply failure in conjunction with post timer/24v failure. The customer reported the ventilator was not in use on a patient at the time of the vent inop. The customer reported the respiratory therapist was getting ready to put the ventilator on a patient it went inop prior to being placed on patient and the patient was placed on a different ventilator.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The power supply was tested and no failures were identified.